Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) the product investigation was reopened to clarify/correct the investigation findings which resulted in the following changes/corrections on 06-dec-2023. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed a hole with reddish material in the pebax area. No other damage was observed. The device was connected to carto 3 system, and the device was recognized; however, errors 105 and 106 appeared on the system due to an open circuit in the tip area. The reddish material inside the pebax could be related to the force reported by the customer a manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported force issue/error 88 and biosense webster inc. Analysis finding of the ¿a hole with reddish material in the pebax area¿. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported force issue/error 88 and the biosense webster, inc. Analysis finding of the ¿open circuit in the tip area¿.

Manufacturer narrative:
The device evaluation was completed on 09-nov-2023. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed a hole with reddish material in the pebax area. No other damage was observed. The device was connected to carto 3 system, and the device was recognized; however, errors 105 and 106 appeared on the system. The reddish material inside the pebax could be related to the force reported by the customer. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported force issue/error 88 and biosense webster inc. Analysis finding of the ¿a hole with reddish material in the pebax area¿. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported force issue/error 88. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax.. Initially when the 0 force test was performed, the catheter showed that there was a collision with another catheter, but only the ablation catheter was in the heart. Error 88 was present. The catheter connectors and the patient interface unit (piu) - smartablate interface were changed, but the problem was not solved. Force 0 was repeated several times and the error persisted. The catheter was changed and the error was solved. The procedure was not delayed. The procedure was successfully completed. No patient consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 09-nov-2023 a hole with reddish material in the pebax area was observed. This event was originally considered non-reportable, however, bwi became aware of the hole in the pebax on 09-nov-2023 and have assessed this returned condition as reportable.